Event description:
Implanted a collamer lens and was torn during insertion. The lens was implanted and removed without pt injury. The model and lot numbers used during surgery were not specified by the facility.